Manufacturer narrative:
Samples are lithium heparin plasma that were centrifuged for 10 minutes at 3,500 rpm. Qc was within the customer's established ranges prior to and after the event. A system check was performed on (B)(6) 2011 and met specifications. No errors were posted to the event log. Per customer, there were no issues with any other assays. A field service engineer (fse) was dispatched and replaced the substrate and aspirate probes. A definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding troponin (accutni) results above the ami cutoff and within the risk stratification range generated by the unicel dxc 600i synchron access clinical system for two patients. Subsequent testing on an alternate analyzer produced results in the normal reference range. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.